Event description:
Nurse reported leaking tubing about 5 minutes after infusion started. Medication being infused was cyclophosphamide. Pharmacist stated they have been having issues with tubing for some time including punctures and leaking around the area where the tubing is in the IV pump.staff reported they were noting leaking from the area near where the tubing goes in the pump, not from the tubing in the pump.======================manufacturer response for IV tubing, smartsite infusion set (per site reporter).======================purchasing is notifying the manufacturer of the problem. Unknown what response has been.